Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. Contamination was found on j502, j101, j1, and the table board. Additionally, the vcore power supply was shorted. The short was due to the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to power on.